Event description:
Report received from USA stating that the device had an issue with heating. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. When investigation has been completed or additional information becomes available, a supplemental MDR will be sent. Ref: (B)(4).